Manufacturer narrative:
Evaluation summary: the returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The device was recognized when plugged into the generator. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The device functioned normally when activated in the valleylab mode. When the valleylab mode was activated no sparking or arcing was noted. The jaw insulation was intact. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device had an insulation issue. Energy was escaping and arcing from the insulation when monopolar energy was activated. No patient injury occurred or medical intervention was required.